Event description:
Event description guidant received information that this fineline ii lead was not sensing appropriately. Attempts to resposition the lead were unsuccessful due to high threshold readings. The physician suspected a lead fracture and explanted the lead. An additional guidant lead was successfully implanted. No other adverse events have been reported.